Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4)., (importer).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, excessive bleeding postoperatively, strong urgency, urinary tract infections, incomplete emptying - planned to do a cystoscopy with possible urethral dilation. Uterine prolapse with bulging vagina, urinary frequency and urgency with the pelvic floor prolapse - planned for minilaparotomy, supracervical hysterectomy and bilateral salpingo-oophorectomy and pelvic floor suspension. Underwent minilaparotomy, bilateral salpingooophorectomy and pelvic floor suspension. Possible urinary tract infection, pain with urination, frequency, stress urinary incontinence, mild cystocele/enterocele, recurrent pelvic organ prolapse, incomplete emptying of bladder, minimal stress incontinence, urge urinary incontinence, nocturia, urinary retention - treated with bactrim, cipro and planned for traditional surgery with the use of native material versus the use of synthetic mesh. Underwent vaginal extraperitoneal colpopexy, anterior colporrhaphy with sacrospinous fixation, and placement of mesh in the form of an anterior ascend caldera mesh. Urinary retention - treated with bethanecol. Bladder prolapse, mixed incontinence, urgency, urinary retention with incomplete bladder emptying, voiding dysfunction and on examination the anterior arm of the mesh was more easily on the right side - planned to revise the lower arm of the anterior mesh. Underwent revision of the anterior mesh. Findings: exam under anesthesia confirms that there is a constriction band at the level of the ureterovesical junction related to the anterior mesh. The bladder is mildly distended above this. The constriction band is identified lateral on the right side. Yes. As per the available medical records, the patient presents with complications such as pain, mixed incontinence, urinary frequency, hesitancy, urgency, urinary retention, urinary strain, incomplete bladder emptying, and she is under intermittent self catheterization and was treated with bethanecol during (B)(6) 2012. However as per the last available medical record on (B)(6) 2012, her retention has resolved and she was tapered off bethanecol and catheterization and she did not undergo any further additional mesh revision surgeries.

Manufacturer narrative:
(B)(4).